Event description:
It was reported that the tip of the device broke off and remained inside the patient. A samurai guide wire was selected for a percutaneous coronary intervention (pci) procedure of the distal left anterior descending (lad) with calcified distal segment. During the procedure, the guide wire was advanced through the distal calcified lesion. After crossing, the tip fell off and remained inside the patient. The tip was covered with a stent. The procedure was completed with another of the same wire. There were no additional patient complications reported. The patient's status post procedure was good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product showed that the distal part of the guidewire was severed. Specifically, the coils (both inner and outer) were stretched distally about 40mm from the tip and severed. Whether the coil was missing or not could not be determined because the coils were severely stretched. The measured length of the core nearly matched the nominal coil length of his model, so it is presumed that the core was not severed. A gradual curve was confirmed in several locations within a range of 1500 mm from the tip. A large curve was observed at about 1500 mm from the distal end. No other abnormalities were observed.

Event description:
It was reported that the tip of the device broke off and remained inside the patient. A samurai guide wire was selected for a percutaneous coronary intervention (pci) procedure of the distal left anterior descending (lad) with calcified distal segment. During the procedure, the guide wire was advanced through the distal calcified lesion. After crossing, the tip fell off and remained inside the patient. The tip was covered with a stent. The procedure was completed with another of the same wire. There were no additional patient complications reported. The patient's status post procedure was good. Additional information received stated that the tip of the wire is still in the patient's kidney artery and the rest of the wire was disposed. The tip of the wire might have been caught on some calcium and was ripped off when the device was pulled. The lad was not very tortuous.

Event description:
It was reported that the tip of the device broke off and remained inside the patient. A samurai guide wire was selected for a percutaneous coronary intervention (pci) procedure of the distal left anterior descending (lad) with calcified distal segment. During the procedure, the guide wire was advanced through the distal calcified lesion. After crossing, the tip fell off and remained inside the patient. The tip was covered with a stent. The procedure was completed with another of the same wire. There were no additional patient complications reported. The patient's status post procedure was good. Additional information received stated that the tip of the wire is still in the patient's kidney artery and the rest of the wire was disposed. The tip of the wire might have been caught on some calcium and was ripped off when the device was pulled. The lad was not very tortuous.